Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total thyroidectomy, the device was plugged into the generator. At approximately a half-hour into the case, the handpiece became non-responsive. No audible tones of any kind were made by the handpiece, when it was activated on both tissue and a wet-lap. There was no regrasp alert or any feedback from the machine at all. The jaws were cleaned, inspected and free from metal, still no response whatsoever from the generator when the handpiece was activated. The device was all hand-activated, a footpedal was not used. The generator was on and functioning in monopolar and bipolar, but the device become non-functional. The instrument was unplugged, then re-plugged into the generator, and the issue still persisted. Purple bars were visible on the generator, but still no response from the instrument. A second instrument was plugged into the generator, and the same issue persisted. The surgeon continued the case and utilized more manual ligation techniques such as clips to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.